Event description:
The customer reported that an undetermined volume of bloody fluid leaked from the coulter lh 500 hematology analyzer while attempting to run startup. Instrument also generated rbc and wbc bath overflow errors. Leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
Customer technical support (cts) stated that customer emptied vacuum trap after observing the leak. The field service engineer (fse) flushed the vacuum pathway from the vacuum manifold (mf7) to resolve the leak. Per fse via phone conversation he did observe leak at needle assembly but did not observe the overflow errors. (B)(4).